Event description:
It was reported to boston scientific on 11/30/2006 a product problem associated with a middle cerebral artery aneurysm. It was reported that the "catheter was deployed to mc aneurysm, but physician felt something wrong and withdrew it. Then he noticed that the hydrophilic coating on the (device in question) was peeled off." It was reported that the procedure was completed with another device of the same type, that there were no patient complications, and that the patient condition was good.

Manufacturer narrative:
Additional PMA/510 (k) #: k023700, k002907. To date, the device in question has not been returned to the manufacturer for evaluation. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.